Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that the patient had notified their healthcare provider about the por message. It was reported that their pp was not working because it was not bonded to the implant. It was noted that they were met at the healthcare provider¿s by the clinician and the problem was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that over the weekend they got the programmer (pp) out to make an adjustment and the pp was not working. It was stated that they changed the batteries because thepp said low battery, and after they changed the battery and tried syncing, they were seeing por. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.